Manufacturer narrative:
Not available for reporting. Implant/explant dates are not available. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally treated with a bridging external fixation of the knee on an unknown date due to motor vehicular accident. The external fixation was removed. Then later the patient was plated with a locking compression plate (lcp) proximal tibia plate and screws on unspecified date. It was noted the patient was non-compliant and months later had a non-union and broken plate. The broken plate was removed without incident and a new plate was implanted.  Concomitant devices reported: 5.0mm cannulated locking screw 65mm (part# 02.205.065, lot# unknown, quantity 2); 5.0mm cannulated locking screw 60mm (part# 02.205.060, lot# unknown, quantity 1); 5.0mm cannulated locking screw 55mm (part# 02.205.055, lot# unknown, quantity 1); 4.5mm cortex screw self-tapping 30mm (part# 214.830, lot# unknown, quantity 3); 4.5mm cortex screw self-tapping 28mm (part# 214.828, lot# unknown, quantity 1); 4.5mm cortex screw self-tapping 26mm (part# 214.826, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Event description:
Patient consequence was reported as unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.